Event description:
Procedure type: lower anterior resection/double stapling. According to the reporter: on first firing on rectum, the tissue was pushed away with the device, so malformed stapling occurred on the tip of the device. On 2nd firing, a broken sound was heard and malformed stapling occurred again. The user assumed the tissue was too thick, so used another product, then the surgery was finished. The surgeon had to resect more tissue than when was originally planned due to the product problem. Oozing under 200cc was reported. Nothing fell into the patient cavity. The operating room time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).